Event description:
It was reported that bd the following information was provided by the initial reporter: 18g IV needles are not fully retracting this has potential harm to caregivers getting a sharps injury. Was there injury? No. Event date: 04/29/2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint that the needle did not fully retract was confirmed; however, the root cause could not be determined. One photograph was provided for investigation, which showed an 18g insyte autoguard bc unit. The safety mechanism had been activated, and the needle was shown partially retracted within the safety shield. This can occur if the notch in the needle gets caught on the blood control valve; however, the exact mechanism of damage could not be determined from the photograph. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.